Event description:
Voluntary medwatch received from the customer reporting: "at 0740, 250cc of 450mg amiodraone drip set at 16.6cc/hr. Machine began beeping shortly thereafter with zero volume showing indicating the pt had received a bolus of the above drip. A rate of 999 was indicated on the pump. No injury to the pt who remained stable following the event." The customer was contacted for additional info. Two nurses were initiating a 225ml container of amiodarone 450mg on channel b. The nurses thought that the fluid was going too slow through the tubing during the priming of the tubing. Once the fluid was through the cassette, they place the cassette into the pump and programmed the pump to infuse at a rate of 999ml/hr to facilitate priming. Reportedly, they then switched the pump rate to 16.6ml/hr and left the room. Twenty minutes later, the pump alarmed and the amiodarone bag was empty. The solution was expected to infuse over 13.5 hours. The doctor was notified. No medical interventions were required. There was no adverse pt event. Though requested, there was no further info available.